Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgment occurred. The promus element stent 4.00x8mm was inserted in the left anterior descending artery (lad). The balloon delivery system was inflated up to 6 atm. During this attempt to deploy the stent, the balloon with the stent pulled back into the left main. The stent dislodged from the balloon and lodged in the circumflex artery (cx). A 5x6mm non compliant balloon was used to deploy the stent in the cx artery. Another same device was used to complete the procedure. The patient remained stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that the balloon catheter was returned on the wire and the stent was detached from the balloon, however the stent was not returned for analysis. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Kinks were also identified along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgment occurred. The promus element stent 4.00x8mm was inserted in the left anterior descending artery (lad). The balloon delivery system was inflated up to 6 atm. During this attempt to deploy the stent, the balloon with the stent pulled back into the left main. The stent dislodged from the balloon and lodged in the circumflex artery (cx). A 5x6mm non compliant balloon was used to deploy the stent in the cx artery. Another same device was used to complete the procedure. The patient remained stable.

Manufacturer narrative:
Device is combination product. (B)(4).